Event description:
Customer reported the hard plastic hub was removed inadvertently from the silicone hub.

Manufacturer narrative:
Utmd is reporting this event because the hospital staff estimated that the patient lost approximately 3ml of blood from a 500g infant. The patient did not need a blood transfusion. No product was available for return for evaluation. The silicone catheter has a ridged barbed luer hub which is friction fit into the silicone catheter. The luer hub can be pulled out of the silicone socket if excessive force and manipulation are applied. After a week of use, the nurse removed the ridged luer hub from the silicone catheter (instead of unscrewing the luer connection) and force an IV tubing luer connector into the silicone catheter socket. This unstable connection later came loose causing the blood lose. This is an isolated occurrence.